Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens model cq2015 in the injector and the lens tore. There was no patient contact or injury.

Manufacturer narrative:
Results: a visual inspection of the returned product shows a portion of the lens optic is torn off & missing. There is clear surgical residue on the lens. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.